Event description:
The customer reported getting error message "3020 diluent low" on the aia-360 analyzer. The customer confirmed the filter was inside the diluent solution, changed the filter and primed the system but error persisted. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), prolactin (prl), follicle stimulating hormone (fsh), progesterone (prog iii) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up wit the customer over the phone to address reported event. Fse instructed the customer to clean the top of the diluent cap sensor, however the problem persisted. A new level sensor cable was sent to the customer and part was replaced by the customer when received. The customer confirmed the analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [3020] diluent low is generated when there is insufficient diluent. Operator is instructed to replenish diluent after confirming that ¿assay¿ displayed on the upper right of the assay monitor screen changes to ¿stop¿, replace the diluent with new one and press the start key to restart assay operation. The most probable cause of the reported event is due to faulty level sensor cable